Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus dcs; product ID d-evprop23-29 (unknown lot); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the day of implant of this transcatheter bioprosthetic valve (serial number unknown), using the right femoral access, a stroke was noted. However, no further details were provided. In addition, a dissection occurred at the access site which required percutaneous transluminal angioplasty and the placement of a stent.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the moderate tortuosity grade stroke was confirmed by multislice computed tomography (CT) scan. Per the physician, the stroke was not related to the valve but related to the procedure.